Event description:
Caller reported advantage system blood glucose results of 224 mg/dl, 170 mg/dl, and 119 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the strips, replacement sent.